Event description:
The patient's pump was refilled using prialt, bupivicaine and clonidine, concentration and dosages were not reported. The following day the patient experienced a severe pain in his thighs. He was admitted to the hospital for pain control. The pump was turned off and the patient was given oral pain medications. The medications were removed from the patient's pump and pump was refilled with hydromorphone, concentration and dosages were not reported. The patient is reported to be doing okay.